Event description:
Alleged event: non-(B)(6) device. Healthcare professional reported "rupture/deflation". This record is for right side. The device was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).